Manufacturer narrative:
On april 11, 2024, mentor received the device for evaluation as well as additional information. Patient identifier was added. Mentor became aware that the patient was implanted during a breast augmentation revision surgery. On april 21, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received and evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with 200cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was confirmed by a medical professional. As a result, the patient underwent bilateral removal surgery on (B)(6) 2023. No date of implantation was provided. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2024-02002 for the contralateral event.